Event description:
It was reported that during a craniotomy procedure at the user facility, the system displayed the green led reference points of the mask throughout the mouth and chin region of the patient, instead of throughout the nose and forehead region. It was reported that the mask had been applied correctly according to protocol. It was reported that the procedure was successfully completed using navigation and point to point registration using anatomical landmarks. It was reported that a 30 minute delay was caused and that additional anesthesia was administered to the patient due to this event.

Manufacturer narrative:
The complaint that the led's on the mask shown in green during the "accept accuracy" screen where located throughout the mouth/chin region instead of on the nose/forehead region was not confirmed. Based on the fact that the patient files and log files were not provided for review, the reported event could not be reproduced.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during a craniotomy procedure at the user facility, the system displayed the green led reference points of the mask throughout the mouth and chin region of the patient, instead of throughout the nose and forehead region. It was reported that the mask had been applied correctly according to protocol. It was reported that the procedure was successfully completed using navigation and point to point registration using anatomical landmarks. It was reported that a 30 minute delay was caused and that additional anesthesia was administered to the patient due to this event.